Event description:
On 01-dec-2022 it was reported that a patient on an unknown date plugged in the charger and started smelling like it was burning. Follow up information received on 21-dec-22: the patient had the charge plugged in to charge the aids and started smelling a burning smell, the charger was placed on the desk. The original charger was used, unsure if the cord was original. The device was bought on (B)(6) 2021 in (B)(6) us. No harm to the patient reported and no contact with authorised medical practitioner. Hearing care professional recommended to exchange for a different charger. The replacement(s) shipped to customer on (B)(6) 2022. 26-jan-2023: no further information received, nor expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical assessment and risk register conlusion pending, to be submitted when available. 26-jan-2023: clinical assessment conclusion: clinical conclusion on the case is that there is a potential risk of heat dissipation based on the findings. A damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment conclusion: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report.

Event description:
On (B)(6) 2022 it was reported that a patient plugged in the charger and started smelling like it was burning. Follow up information received on 21-dec-22 the patient had the charge plugged in to charge the aids and started smelling a burning smell, the charger was placed on the desk. The original charger was used, unsure if the cord was original. The device was bought on (B)(6) 2021 in(B)(6) . No harm to the patient reported and no contact with authorised medical practitioner. Hearing care professional recommended to exchange for a different charger. The replacement(s) shipped to customer on 29-nov-2022.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation conluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical assessment and risk register conlusion pending, to be submitted when available.